Event description:
Related manufacturer reference number:(B)(4). It was reported that a patient presented in-clinic for a lead extraction. Prior examination of the patient's right ventricular lead via imaging revealed dislodgement, resulting in inadequate high voltage therapy and a sustained patient arrhythmia. During the extraction procedure, the right atrial lead were found to have damage to the suture sleeve as well as insulation damage. Both leads were extracted and replaced on (B)(4) 2023. The patient was stable throughout.